Event description:
Device tested out of specification during MFR's analysis. Additional info has been received, reporting that the bond on the pace/sense portion of the high voltage lead at the trifurcation was loose.

Event description:
Device tested out of specification during manufacturer's analysis.